Event description:
It was reported that a syncopal patient presented in the emergency room. An electrocardiogram revealed normal device function. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).